Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurological events and strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's past medical history and related comordities, the progression of the patient's underlying condition and issues with the management of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient's daughter called the outpatient clinic on (B)(6) 2017 to report that her mother was moaning, seemed intoxicated and was disoriented. In addition, the patient's daughter noted that she was having low flow alarms at the time. The patient had not had a bowel movement in two weeks and had one that morning that was described as dark. The patient was brought to the emergency department (ed) where she was noted to have anemia with a positive stool for occult blood (ob). At the time of the event, the patient was taking aspirin and warfarin with a therapeutic international normalized ratio (inr) goal of 2.0 to 2.5. The patient was transferred from the ed to a vad-implanting facility a few hours later. On (B)(6) 2017, the patient called her nurse and reported that she was unable to pick up a glass. The nurse noted that the patient exhibited left-sided weakness, a left-sided facial droop and some slurred speech. The patient's inr at that time was therapeutic. Of note, the patient had no previous history of stroke or device thrombosis. A code stroke was called and a head computerized tomography (CT) scan was negative for any acute changes from an embolic or hemorrhagic standpoint. Within eight to twelve hours, the patient's symptoms had fully resolved. Laboratory testing revealed anemia. She was treated with a transfusion of two units of packed cells. A preliminary review of the controller log files is reported to have revealed a decrease in flows and an increase in intermittent suction events over the past 24-36 hours. The patient underwent an esophagogastroduodenoscopy (egd) that revealed a single bleeding angioectacia in the stomach that was treated with argon plasma coagulation. The patient also underwent a video capsule endoscopy (vce) which revealed no active bleeding. As of the date of this report, the patient is stable and remains hospitalized.